Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 5mm. Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon would not deflate after the deployment. The physician attempted to use multiple syringes to deflate the balloon but the balloon would not fully collapse. Eventually the physician was able to get the balloon back though the advancer tube with some force. The sealant was deployed and hemostasis was achieved. The patient was ambulated and discharged from the hospital the same day with clinical sequela noted.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle with the procedural sheath pulled back against the shuttle. There was no evidence of damage to the balloon and the balloon was able to maintain pressure. The distal end of the polyimide shaft was curled and shows evidence of being flattened. The crease in the polyimide tubing may have been caused by advancer tube "pinning" pressure which could have contributed to difficulty in deflating the balloon. However, the advancer tube was not returned for investigation. The review of the lhr (lot f1234901) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the information provided and the condition of the device, the reported failure to deflate the balloon could not be confirmed and the root cause could not be determined.